Manufacturer narrative:
While troubleshooting the medtronic representative reported the em interface was blank for both noise and drive, when the emitter was plugged in and when it was unplugged. A medtronic representative, following up with the site, reported that the emitter needs to be replaced. RMA issued; replacement device shipped to site on 11/25/2015. A medtronic representative replaced the emitter on 11/30/2015 and performed a navigation system check-out, all areas passed after the emitter was replaced. Medtronic investigation of returned suspect device is on-going. No further relevant issues reported.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess) procedure the navigation system stopped tracking in the middle of navigation. The surgeon had registered with no issue, and felt accurate up until this point. To troubleshoot the issue the medtronic representative re-seated the cables to the computer without resolution. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. The field generator was connected to a test system with the cranial application. When the emitter was connected it immediately displayed red status and displayed "axiem emitter low drive error." Diagnostics showed an electrical fault on coil #1. The issue was confirmed to be caused by an electrical failure mode. This issue was documented in a medtronic navigation hardware anomaly tracking database.